Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.89v and the daily measurement was 2.97v. This is within expected limits.

Event description:
It was reported that the telemetered battery voltage today in clinic was at 2.89 v, but clinic records report that battery voltage in (B) (6) 2009 was 2.71v. Battery voltage over past 2 weeks has ranged from 2.92 to 2.97v per review of the device data. The device remains in use. No patient complications have been reported as a result of this event.